Event description:
Customer reported the left monitor did not display an image. It stopped working. No patient injury was reported.

Manufacturer narrative:
The service rep confirm left monitor went dark. Ordered left monitor. Removed and replaced left monitor. Checked operation. Machine works as intended.